Manufacturer narrative:
(B)(6).

Event description:
It was reported that the isleeve split. During a tavi procedure, the isleeve split while removing a non-bsc 25mm dilation balloon through the isleeve after predilation. The procedure was completed with this device with no patient complications reported. The returned product consisted of an isleeve sheath with a dilator in the lumen. The sheath and tip were microscopically examined. One of the seams is split 13cm from the distal tip to the tip. Two of the three seams are starting to expand which is expected. There is typical tip damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage